Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result was misalignment of the sample probe and r1 fluidics. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed appropriate repairs. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was not reported to the physician. The sample was re-run and a higher result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.